Event description:
It was reported that the atrial lead dislodged. The patient reported that they slipped and extended their arm to prevent from falling. In the process, they jarred themselves against a wall. After the incident there were no capture management measurements recorded. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.